Manufacturer narrative:
Device evaluated by MFR: received for analysis was the 6french cook introducer sheath and the express ld catheter. An examination of the cook sheath identified no kinks or physical damage along its length. An examination of the express ld device found that the crimped stent was detached from the balloon and did not appear to be returned for analysis. The balloon was tightly folded and there was evidence of stent crimp on the balloon. Using a 0.035inch size guidewire the express ld device was inserted into the sheath. Some resistance was noted as the balloon was advanced through the sheath. When the catheter was exiting out from the sheath, the detached crimped stent was pushed out from the sheath. No physical damage was noted with the stent. Also attached onto the catheter was the inner coil of the sheath and inner material of the sheath. It was clear that the inner lining of the sheath was damaged and this damage would have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Reportable upon analysis completed on (B)(4) 2014. The lesion being treated was located in the left external iliac artery. While attempting to advance a 8.0x40mmx135cm express¿ ld vascular stent delivery system to the target lesion the device was unable to go through the sheath. The device was removed and the procedure was completed with a different device. No patient complications were provided and the patient is stable. Device analysis found that the stent was not on the system.